Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported there were multiple defects with products received. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows two packaging blisters with a needle assembly. The needle hub is damaged and no other defects or imperfections were observed. This defect could occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, it could be possible that when assembling the plastic shield the needle hub became damaged. A device history record review was completed for provided material number 305211, lot number 0302590. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the shielder was performed. The settings were correct and the flow of product was good. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd¿ blunt fill needles with filter had damaged hubs. The following information was provided by the initial reporter: "early this morning, during our assembly process at... We found one filter needle with a broken cap and another one without the cap."